Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a skin irritation and bruising under the ECG electrodes. During a follow up, it was reported that the patient saw his doctor and was recommended a cream. The patient reported that the irritation stopped after use of the cream. There were no allegations of a device malfunction contributing to the irritation.